Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the "power pack was damaged." The field service engineer responded indicating the system could not boot up. There is no report of injury or death associated with the event described in this complaint.